Event description:
A report was received that following a lead revision procedure on (B)(6) 2010 due to migration, the pt's lead was explanted due to infection. The pt was prescribed IV and oral antibiotics.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned to bsn for further investigation. A review of the mfg documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during mfg. A review of the sterilization documentation found them to be satisfactory.